Event description:
The pt contacted animas alleging that the pump was not responding to pressing of the ok button. The pt claimed that the ok button felt flat and dented. The pt denied that the keypad was peeling or damaged. She also denied that the pump was exposed to water.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.